Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Date of event: month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used in the initial procedure? How long was the patient¿s original hospital stay? Were there any issues noted with staple formation or hemostasis in the initial surgical procedure? When did the patient return to the doctor? What symptoms did the patient have to make the surgeon believe a laparoscopy was necessary? Were there any patient factors that may have led to a post-op bleed? During the laparoscopy was the site of bleed identified? Were there any staple formation issues noted? What specific blood coagulation products were used? Did the patient receive a blood transfusion? If so, how many units? What is the current patient status?

Event description:
It was reported that the patient returned to the doctor, after having a right colectomy. The doctor performed a laparoscopy and noticed bleeding had occurred along the staple line of the side by side anastomosis, had coagulated, and bled some more. The doctor used blood coagulating products to clean up the staple line. The patient was discharged.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was used in the initial procedure? Blue. How long was the patient¿s original hospital stay? Unknown. Were there any issues noted with staple formation or hemostasis in the initial surgical procedure? No. When did the patient return to the doctor? Unknown. What symptoms did the patient have to make the surgeon believe a laparoscopy was necessary? Unknown. Were there any patient factors that may have led to a post-op bleed? Not sure. During the laparoscopy was the site of bleed identified? No. Were there any staple formation issues noted? Unknown. What specific blood coagulation products were used? Unknown. Did the patient receive a blood transfusion? If so, how many units? No. What is the current patient status? Unknown.